Event description:
(B)(4). The dentist reported that 1 year after the dental implant was installed in intraoral region #7, it was verified its non osseointegration; 45 ncm of primary stability was achieved and immediate load was not performed. Pt had low bone quality (bone type iii).